Event description:
It was reported that during an open colectomy, the firing knob was broken off at the first firing when the firing knob was stuck and then moved forward forcibly. The device was used on the colon. The staple height was blue. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Firing knob, damaged slip block assembly. Additional information received: did the device staple? Yes. If the device stapled, was the staple line complete? No. If the device stapled, what was the shape of the staples (b-formation, irregular, unformed)? No information. Did the device cut? Yes. If the device cut, was the cut line complete? No. Was the device fired across a staple line? No information. Is the broken piece being returned with the device? No information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.